Event description:
It was reported by the systems longevity study team that the left ventricular lead showed elevated thresholds and loss of capture. A chest x-ray revealed a lead dislodgement. The lv lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.